Event description:
Allergan aesthetics received an additional report from a healthcare professional who reported the patient visited with the "medical director this morning and he said that [the patient's] fat is soft", "he diagnosed that [the patient] does not have ph", patient "is a non responder to the treatment only", and the patient "refuses to do any more treatments becaus they are very painful".

Manufacturer narrative:
This record is no longer reportable to the FDA and will be un-reported.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting may have developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.